Manufacturer narrative:
The x2 g6 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Additionally, it was reported that air bubbles were observed in the tubing and pigtail. Tandem technical support (cts) discovered the customer was not practicing the proper air removal technique. Cts educated the customer to do so as this was off label. Customer¿s blood glucose level was 221 mg/dl. Customer declined follow up from cts and reportedly continued to use the pump for insulin therapy.